Manufacturer narrative:
The sodium electrode lot number was dkl67 with an expiration date of 15-feb-2026. The field service engineer did not find a specific cause, but noted the syringe seals were due to be replaced. He replaced the seals, performed an air purge, a mechanism check, an ise check, calibration, and precision testing. The customer ran qc pass successfully. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium results from the cobas pro ise analytical unit. Patient sample 1 initial result was 133.8 mmol/l and the repeat result was 139.0 mmol/l. Patient sample 2 initial result was 149.0 mmol/l and the repeat result was 141.0 mmol/l.